Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient had not shown up in pyxis. A technical support specialist (tss) called the customer and tried to get the patient details through a phone call; however, the medical record number provided was for a discharged patient. Tss advised the customer to provide an active patient and, meanwhile, checked the station and server time. The station and server were synced correctly. The customer reported that the issue had occurred only once and also agreed to close the case. The station had no issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing up on device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.